Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was 190 mg/dl at the time of incident. Troubleshooting found that insulin is squirting out during manual prime and that the drive support cap protruded from the device and was not recessed into the unit. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement test. The pump was received with a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the unexpected restart error, prime, excessive no delivery, occlusion tests or verify the prime/fill anomaly due to the motor error alarms. The pump was received with normal operating currents. The pump passed the self test and off no power tests. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window, a loose drive support disk, a cracked case at the display window corners, a broken belt clip slot and a cracked reservoir tube lip.